Event description:
The initial attorney report alleged injury and defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2008 - total hysterectomy/bilateral salpingo-oopherectomy, sacrocolpopexy, and placement of non-bard vaginal sling. A bard flat mesh was placed during this procedure. On (B)(6) 2008 - office visit, since surgery the pt has c/o increased vaginal discharge and foul smell. She had been undergoing silver nitrate treatments to an area of granulation tissue at the tip of the vaginal cuff. She presents for urology evaluation. Speculum examination reveals an area of approximately 1.5 to 2 cm in diameter of erosion of the vaginal cuff at the apex. The mesh material is present in our view. On (B)(6) 2008 - excision of infected mesh, lysis of adhesions, repair of vaginal cuff, and closure cystotomy.

Manufacturer narrative:
Initially, this complaint was determined to be a non-reportable event. Davol has since received additional information indicating that this is a reportable event; therefore we are submitting this MDR based on the additional information received. Based on the limited amount of information available at this time, no definitive conclusions can be made. There were no dictated operative reports for the implant or explant procedures, nor were there any pathology reports or clinical test data included in the information provided. There was however, product identifiers for both the implanted and explanted bard mesh. The product identifiers listed for the implanted and explanted bard mesh matched. There were notes regarding an additional surgeon who was brought in for an intraoperative consult during the explant procedure to evaluate whether the pt needed a small bowel resection because of mesh adhesions. There is no indication whether the "mesh material" that was lysed from the bowel was the bard flat mesh or the mesh from the non-bard sling. His determination was that a small bowel resection was not needed. He later followed up during an unrelated consult noting that "obviously that turned out to be ideal, since she is doing fine from the bowel point of view." The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.